Event description:
--

Event description:
Boston scientific crm received information that this left ventricular lead dislodged. The lead was explanted and replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. A visual observation of the lead noted dried blood and body fluids had infiltrated the lead lumen. The conductor coils were deformed at 150 to 899 mm from the terminal pin. This damage was found to be procedurely induced. The lead dislodgement was not confirmed in analysis.

Manufacturer narrative:
This lead was returned and is currently in analysis. When additional information becomes available, this event will be updated.